Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, a hair-like fiber was found in the sterile packaging of a lock pericardiocentesis catheter set. The device was not used, and another device from a different lot number was used to complete the procedure. No adverse effects were reported. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device was received with three sealed/unopened devices. The prior to use device appeared to have a hair like fiber sealed inside the inner pouch. The three sealed pouches were opened and examined; no foreign matter was found inside those packages. The one prior to use device was found to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed the product labeling, including the instructions for use (IFU). The user followed all relevant instructions in the IFU related to this failure. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be a manufacturing and quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a hair-like fiber was found in the sterile packaging of a lock pericardiocentesis catheter set. Another device from a different lot number was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer(person) : postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.